Manufacturer narrative:
Device evaluated by MFR.: charger 6.0 x150, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified inside the balloon which is an indication of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 58mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 16 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft of the device had severe stretching damage beginning approximately 290mm proximal of the proximal balloon sleeve and extending approximately 90mm proximally along the shaft. This type of damage is consistent with excessive force being applied to the device.

Event description:
Reportable based on device analysis completed on 25-jan-2023. It was reported that the shaft was stretched. A 6.0 x150, 135cm charger balloon catheter was advanced for dilation. The balloon was inserted over the guidewire. However, when the balloon was advanced through the sheath, it stretched out. The balloon was removed and the procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed balloon pinhole.